Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system detected a low right ventricular (rv) pacing impedance measurement. A revision procedure was performed. This rv lead was surgically abandoned and replaced without complication. It was reported that there was a possible lead fracture, resulting in increased threshold measurements, noise on the lead and decreased r-wave measurements. No adverse patient effects were reported during the procedure.